Event description:
It was reported that the physician tried to replace the patient¿s lead with a laminotomy lead.

Manufacturer narrative:
Concomitant products: product ID: 3550-29, lot# n507250, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).